Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16285. It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting noise resulting in non-sustained right ventricular over-sensing. Concurrent atrial lead noise episodes were also recorded on store electrocardiograms. Noise was reproducible with isometrics exercises. Programming interventions were made. The patient was stable.